Manufacturer narrative:
(B)(4) per exemption number e2017013. Device evaluation by manufacturer: the uptake check valve was returned for evaluation. Functional testing was performed on the part and it resulted in p00 peaks along with out of range retention times and chromatography. The part failed testing. The reported issue was confirmed.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the thermal printer was received for evaluation 08-nov-2018 . The part was installed on the test bed but did not power up. The part failed testing. The reported product problem was confirmed.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse confirmed the issue with chromatograms showing a flow factor (ff) of 1.24 ml/min and retention times of 0.61-0.64 minutes. Fse resolved the issue by replacing both the purge and uptake check valves on the pump. Fse then stet the ff back to the suggested recommended rt of 1.04 ml/min. Fse also noted that the printer was printing very light and streaky. Fse then replaced the printer. The retention time after adjustment was 0.60 minutes. Quality controls were run with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 12911410 from 22-sept-2017 through aware date 22-oct-2018. There were three (3) similar complaints, including this ticket, found during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the reported issue was due to failure of the inlet check and purge valves. The most probable cause of the light print on the printer was due to failure of the printer.

Event description:
A customer reported that the retention times (rt) were running fast on the g8 instrument. The customer is using biorad quality control lot 33960 and h lot including all buffers. The customer reported that the hemoglobin a1c retention time (sa1crt) was 0.64 minutes (range 0.57-0.61 minutes). Technical support (ts) instructed the customer to inspect for any leaks with the pump running and there were none found by the customer. Ts assisted the customer with adjusting the flow factor (ff) from 1.17 ml/min to 1.25 ml/min with very little change in the rt or pressure. The sa1crt changed from 0.64 minutes to 0.62-0.63 minutes with the ff adjustment. Ts suspected the issue was related to the check valves or the pump. The instrument was down. Field service engineering (fse) was dispatched to address the reported, which resulted in delay of reporting hga1c patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the check valve purge was returned for evaluation. Functional testing was performed on the part by running a ten sample precision test using whole blood in an effort to replicate high retention times. All results were in range. The issue could not be reproduced. The part passed testing. Evaluation codes: results: 213-no device problem found, conclusion code: 67- no problem detected. The most probable cause of the reported event of the retention time issue was due to a bad uptake check valve.